Event description:
Complainant indicated that during a routine shift check by a clinician, the device failed to power on via battery power. Complainant indicated that there was no pt involvement in the malfunction.

Manufacturer narrative:
Zoll medical corp has not received the product and this complaint is still under investigation.